Event description:
It was reported that the day after implant, the leads appeared switched in the device header. Upon testing, the right ventricular (rv) lead had a low sensing value. The rv lead was repositioned and then was reported to have low impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.